Event description:
Boston scientific received information that the left ventricular (lv) lead dislodged during an ablation procedure. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported other than the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.